Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller was not able to read the serial number because it was too small for them to read. The reason for call was since friday the caller reports that they are seeing different icons on the patient programmer. They report seeing something that looked like a suitcase. The caller reports that since friday, they have been unable to urinate and are in pain. The caller is concerned because it's easy to get an infection when you do not void. That is why they were attempting to use to pt programmer. The caller reports that they haven't felt the stim in ages, but it seemed to be working. Caller was only seeing the "sync" screen, even after pressing the button. The caller tried to power cycle, tried different batteries (then it would not power up at all). Caller removed and replace the batteries and the screen continue to show the sync screen, regardless of which button was pressed. The only other button that responded seemed to be power off/on pt programmer button. The issue was not resolved through troubleshooting. An email was sent to the repair department. Reviewed that if they are in pain and are not voiding, the hcp should be consulted. Caller will contact the hcp.